Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder procedure, the powermax hand control mdu became warm, and melted the plastic of the attached blade / burr and smoked. A backup device was utilized to complete the procedure. No patient or operating room staff injury or complications were reported.

Manufacturer narrative:
One service replacement powermax elite motor drive unit, part number 72200616s was received. The reported complaint of overheating could not be confirmed. Product was not burned out, nor did it overheat during functional testing. Test blade did not melt when used correctly with irrigation. Product was tested on a known good dyonics power, dii, and dii eip control units with and without footswitch. At no time did mdu overheat or lock up. All functions perform as expected. After the evaluation no problem could be found as the device work according to specifications. A review of the device history record was performed which confirmed no inconsistencies.